Manufacturer narrative:
Event summary: as reported, during a cholecystectomy/gallbladder resection and choledocholithotomy procedure, an 'ncircle tipless stone extractor' was used and was suspected to have caused a tear in the patients biliary tract. The device was inspected before use and no abnormalities were detected. The user advanced the device through the choledochoscope and found that the device was difficult to open; however, the user was able to open the basket and capture the stone. The user then noted difficulty removing the basket from the patients common bile duct but the basket was eventually successfully retracted. After removal, the user noted a slight tear in the bile duct. The user used 5-0 pds to suture the tear. The user then inspected the basket and noted that the basket was rough. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any other adverse effects due to this occurrence. Investigation / evaluation: reviews of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, no product returned, and the results of the investigation, there was not enough information available to determine the cause of the issue. It was stated the device was checked before use and there were no abnormalities, indicating it was likely the device was damaged during use. It is possible that using the device for an application it was not designed for caused or contributed to the reported issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cholecystectomy/gallbladder resection and choledocholithotomy procedure, an 'ncircle tipless stone extractor' was used and was suspected to have caused a tear in the patients biliary tract. The device was inspected before use and no abnormalities were detected. The user advanced the device through the choledochoscope and found that the device was difficult to open; however, the user was able to open the basket and capture the stone. The user then noted difficulty removing the basket from the patients common bile duct but the basket was eventually successfully retracted. After removal, the user noted a slight tear in the bile duct. The user used 5-0 pds to suture the tear. The user then inspected the basket and noted that the basket was rough. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any other adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 18sep2023. Requiring updating of d9 and h3. Corrections: h6 (annex a) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.